Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and was able to confirm that the device lost power three times while the customer was attempting to print the code summary; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device cycled power by itself while attempting to print a code summary. There was no patient use associated with the reported event.